Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 22 mg/dl or 35 mg/dl. The customer reported that they treated low blood glucose level with glucose tablets. The customer had been using the insulin pump within 48 hours of low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. The customer did not allege the insulin pump for over delivery. The customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.